Manufacturer narrative:
No product was returne for investigation.

Event description:
The manufacturer became aware that a user of dreamwear full face mask with magnetic headgear alleges her heart palpitations have increased, especially at night. The user has an implanted heart clip. The user was given medication to decrease the palpitations and also medication for anxiety. No mask or headgear will be returning. User will be getting a new, non-magnetic mask with headgear. This will be an initial-final report. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
The manufacturer previously reported information that a user of dreamwear full face mask with magnetic headgear alleged heart palpitations have increased, especially at night. The user has an implanted heart clip. The user was given medication to decrease the palpitations and also medication for anxiety. No mask or headgear will be returning. User will be getting new, non-magnetic mask with headgear. This is a follow-up final report. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time. Correction to type of reported complaint changed to serious injury.